Event description:
It was reported that during the procedure, the lead had an uncharacteristic curve at the distal end. When the lead was extended, the lead took many turns and it seemed to pop out. Attempts to retract the screw were unsuccessful after multiple tries. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary for: (B)(4) - the full lead was returned, analyzed and no anomalies were found. It was noted that the helix/lobe was distorted/bent and the lead appeared damaged at implant.